Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 140 mg/dl when the sensor gave a reading of 320 mg/dl. Customer stated she would call back to complete troubleshooting as she was driving at time of call. Customer was unsure of lot number of sensor and will not be returning the device for analysis at this time.